Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 were failed due to defective boards. A field service engineer (fse) replaced pyxibus module controller for half height drawer 3 and drawer board for 3.1 to resolve the issue. Further the fse made sure that there were no loose cabling or damaged parts on drawer 3. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 3.1 and 3.2 failed. The customer reported that they were unable to recover the drawers and also attempted to restart the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.